Event description:
It was reported that pt complains of pain in groin area and outer thigh. He has received the recall letter from his surgeons and it's being required to have an MRI and other studies, but states that he cannot afford them. The anxiety of all this is really affecting him and he wants stryker to help him.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.